Event description:
It was reported that a beta bionics ilet user has been having highs and lows like a "roller coaster." The agent reviewed the reports and advised on proper use of the device with emphasis on consistent announcing of meals to allow the ilet to adjust appropriately. During these events, the patient experienced hypo and hyperglycemic episodes of 54 to 287 mg/dl range. The blood glucose was corrected with juice and correcting the algorithm. There was no report of any symptoms during the episodes, but the user can tell when they are high or low.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.